Event description:
It was reported that in situ testing performed on (B)(6) 2014, showed 11 electrode channels with status hi. Previous in situ testing, performed on (B)(6) 2014 was within normal limits. Reportedly the patient is extremely active and continually bumps her head. The patient's parents could not deny trauma to the implant. Re-implantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.